Event description:
It was reported that pump displayed malfunction code during loading and continued to show same error even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and when malfunction recurred was arranged replacement pump under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement device, and to return faulty pump using prepaid label within specified time frame.